Event description:
During follow-up, the physician detected an unusual battery curve; abrupt fall down of the impedance.

Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the us. Analysis is pending.